Event description:
Neonatal tracheostomy tube not holding insufflation. Sterile water was used, as per the manufacture, and it would not hold. The room used the 2nd trach that was brought in, and this would also not hold.